Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7076055, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to inefficient pain therapy. The patient was doing well postoperatively. The explanted device components will not be returned by the medical facility.

Manufacturer narrative:
Sc-1216; 779535. Investigation results: the device was not returned to boston scientific for analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-8216-70; 7076055 investigation results the device was not returned to boston scientific for analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system revision procedure due to inefficient pain therapy. The patient was doing well postoperatively. The explanted device components will not be returned by the medical facility.